Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and heart failure were unable to be determined. The reported difficulty grasping was due to patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating: on (B)(6) 2024, echocardiogram was performed and revealed that the mr had increase to a grade of 4. An additional mitraclip procedure was performed, and one clip was implanted, reducing the mr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and heart failure were unable to be determined. The reported difficulty grasping was due to patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and many chordae tendinae in the posterior mitral leaflet (pml). A mitraclip ntw was inserted, and grasping was performed, but difficulties grasping the leaflets occurred. The clip was implanted, reducing the mr to a grade of 1. On (B)(6) 2024, the patient presented with symptoms of heart failure. An echocardiogram was performed and revealed that the clip had detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml), causing the mr to increase to a grade of 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.